Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for pulse generator implant procedure. Upon initial interrogation during device preparation, it was revealed that the new implantable cardioverter defibrillator (ICD) had been in backup operation. The physician completed the procedure using a different ICD on (B)(6) 2020. There were no patient consequences.

Manufacturer narrative:
The reported event of backup vvi was confirmed in the lab. The retrieved copy of the backup vvi printout indicated the device image was corrupted. The device was successfully restored from backup vvi. Interrogation of the device revealed the device was above the elective replacement indicator when received. Analysis was performed and no anomalies were detected. The cause of the field event of backup vvi remains undetermined.